Manufacturer narrative:
Lot number: two 5mm x 40mm mustang balloons with different lot numbers were used in this procedure. The lot numbers were 0026820957 and 0026916228. It was reported that it is unknown which lot number corresponds with the complaint device.

Event description:
It was reported that the mustang sheath was perforated by a guidewire. A 5mm x 40mm mustang balloon was selected for use in a procedure. During the procedure, the sheath of the balloon was perforated by a non-boston scientific guidewire. Another 5mm x 40mm mustang was used in this procedure without issue. No patient complications were reported.